Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 05/05/15, it was reported that this was a bend placed on a k-wire that was external to the patient. No broken pieces were left inside the patient and the piece was retrieved without incident off of the surgical field. The surgeon used another instrument to finish and achieve the desired bend on the k-wire.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a hammer toe correction on the right foot on (B)(6) 2015. While the surgeon was inserting a pin in the toe and bending the pin that is supposed to stick out of the toe, the tip of the pliers broke off. There was no surgical time delay or medical/surgical intervention reported. Patient status/outcome was reported as ¿fine¿. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition for the wire-bending pliers (391.82, lot a7na28) was likely caused by over ten years of use; however, this complaint is not a result of any design related deficiency. The wire-bending pliers are an instrument routinely used in the small fragment locking compression plate (lcp) system. The device was returned and reported that the tip of the pliers broke off. This condition is confirmed; the cutting edge on the side of the pliers has broken off along a roughened fracture surface. It is likely that over ten years of use, the cutting edge has become dull eventually leading to the complaint condition. The device was manufactured in july 2004 and is over ten years old. The balance of the returned device is in otherwise good condition showing very little wear. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: july 12, 2004 the device history record review could not be performed as the records could not be identified due to the age of the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.